Manufacturer narrative:
Implanting surgeon did not believe that the patient's pain was device related. No conclusions can be made at this time. No connection can be made between the reported event and any shortcoming of the device at this time.

Event description:
Regulatory compliance dept. Was made aware of a magazine article featuring a charite patient who had a post-op revision. Patient complained of continued pain. Review of records indicates that this has not been reported to dupuy spine.